Manufacturer narrative:
The service rep replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported there was a torn interconnect cable. No patient injury was reported.